Event description:
It was reported that the right atrial (ra) lead had high impedance. No changes have been made at this time and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: implantable cardio-verter defibrillator product ID: d314trg, implanted: (B)(6) 2012; implantable defibrillation lead 6947, implanted (B)(6) 2008; implantable pacing lead 5071 implanted (B)(6) 2004.